Event description:
It was reported that a remote transmission indicated that the patient received a shock for what appeared to be atrial fibrillation (af) with rapid ventricular response in the ventricular fibrillation (vf) zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).